Manufacturer narrative:
Batch reviews performed on 12 june 2026: gmk-sphere 02.12. E004rp gmk-sphere resurfacing patella e-cross - s4 (k202022) lot 2402490: (B)(4) items manufactured and released on 02-apr-2024. Expiration date: 19-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12. E0511fl gmk-sphere tibial insert e-cross - flex 5l - 11mm (k202022) lot 2402557: (B)(4) items manufactured and released on 13-mar-2024. Expiration date: 27-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner and patella implant to restore the joint stiffness. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had knee instability and the cause is unknown. Additionally, the surgeon observed a patella bone fragment floating in the knee which was removed. The cause is unknown. There was no indications of trauma. At about 1 year and 5 months post primary the surgeon revised the s4 resurfacing patella to a s3 patella, and revised the 11mm flex 5l insert to a 13mm flex 5l insert.